Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability- additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem- additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0vdc. A review of the share logs and nothing relevant was found. The allegation was not confirmed. The probable cause could not be determined.